Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she believed the insulin pump was not delivering insulin. The customer's blood glucose level was high and it would not come down unless she gave herself a manual injection. Customer's blood glucose level was 565 mg/dl. The insulin pump alarmed motor error. The device was not returned.